Event description:
The patient received a notification alert due to high hvlic. A loose setscrew was suspected. The physician opted to reprogram the device with svc vector off. The patient will be monotored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.